Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitors for the navigation system would not power on. The representative reported that the power cable was plugged into a multi-outlet power supply on the uninterruptible power supply (ups) and the monitors then functioned as designed. There was no patient present when this issue was identified. No additional information was provided.